Manufacturer narrative:
(B)(4). Additional information: the analysis results of the pouch found that only the bag was received for analysis. Upon evaluation, the bag was noted to be open at the bottom end seams. No evidence of excessive force was noted on the bag. No conclusion could be reached as what may have caused the found damage. The device record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, there was a hole at the end of the endo-bag and the appendix fell out of the bag on extraction through umbilical port. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: affiliate provided updated event - added information: there is a hole at the end of the endo-bag. Appendix fell out of the bag on extraction through umbilical port. The following information was requested, but unavailable: did any part of pouch device fall into patient? If so, was that part of pouch retrieved? How was appendix removed from patient? Was there any change to procedure or post-op patient care?